Manufacturer narrative:
The ge service rep verified that the workstation will not boot. He found caps are leaking around processor. He installed the sbc kit, installed the hard drive, loaded ver 5.5 software, and loaded the cal files to the system. The system operates as intended.

Event description:
The customer reported that the is not booting up. They are having to boot it up a couple of times before it will turn on. It is also skipping when moving up/down.